Event description:
It was reported that the patient went to the hospital emergency department for a device check because they had been experiencing a pulsating sensation in their chest and abdomen since the implant procedure. The nurse reported seeing the patient's stomach jumping at times and diaphragmatic stimulation from the left ventricular (lv) lead was suspected and was later confirmed. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: dtma1d1 crt-d implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.